Event description:
Clinical study: it was reported that 169 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the distal circumflex artery (cx). The index proceduire treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 85% stenosed region of the distal cx. The lesion was 8.0 mm in length, was mildly tortuous with moderate calcification. The physician direct stented the lesion with one taxus express2 8.8% 3.5x12 mm drug eluting stent without complication. Residual stenosis was 0% after post dilation. The patient was discharged from the hospital later that day receiving asa and plavix. The site reported that the patient underwent a tvr of the distal cx to alleviate diffuse in-stent restenosis 169 days post index procedure. The physician treated the lesion with cutting balloon angioplasty. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr. The patient was discharged from the hospital one day post tvr in satisfactory/good condition.